Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: one plate, 5 various intact locking screws, 2 damaged locking screws and 1 intact bone screw have been returned after the revision. The damages which are visible on the plate are surely caused during extraction / removal of the entire implants. The heads of the two mentioned locking screws are indeed severely damaged, unfortunately none of the two mentioned screwdriver bits not the drill bit were returned for investigation. Nevertheless, looking at the damages of the two screws clearly indicates that the surgeon has had difficulties to remove both screws (damaged by the drill and finally removed using the t2 extractor). No detailed information (possible bone growth or else) were available in order to determine the cause of the reported damages. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use of force with the screwdriver bits / drill bit during screw extraction / removal. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "at the time of removal of axsos plt which had been implanted on (B)(6) 2019, ¿the posterior of the most proximal screw¿ and ¿the kick stand locking screw¿ were not able to remove. As the tip of two of the screwdriver bit for removal were broken, and the axsos insertion device from the previous operation (which happened to be left there) was sterilized and used. But the screw head was unable to be engaged. An unknown carbide drill was used to break the screw head, but the carbide drill was broken and could not be used. An extractor (for t2, which happen to be there) was rotated little by little, and the screw head was broken little by little, and then one screw was able to break. When the remaining one screw was going to extract, the other company carbide drill was arrived, and the remaining screw was able to break by using it. The tip of the remaining screw was removed while turning it with a vise grip, and all implants were able to be removed. Small metal powder remained in the body."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "at the time of removal of axsos plt which had been implanted on (B)(6) 2019, ¿the posterior of the most proximal screw¿ and ¿the kick stand locking screw¿ were not able to remove. As the tip of two of the screwdriver bit for removal were broken, and the axsos insertion device from the previous operation (which happened to be left there) was sterilized and used. But the screw head was unable to be engaged. An unknown carbide drill was used to break the screw head, but the carbide drill was broken and could not be used. An extractor (for t2, which happen to be there) was rotated little by little, and the screw head was broken little by little, and then one screw was able to break. When the remaining one screw was going to extract, the other company carbide drill was arrived, and the remaining screw was able to break by using it. The tip of the remaining screw was removed while turning it with a vise grip, and all implants were able to be removed. Small metal powder remained in the body."